Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had the following issues; gradual increase in thresholds, non capture, low impedance, varying impedance, oversensing, noise, far field r-wave (ffrw) oversensing and possible under sensing. It was also reported there were historical high right ventricular (rv) lead thresholds. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.